Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No check settings alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 440 mg/dl. Blood glucose level at the time of the call was 342 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The customer also reported receiving a check settings alarm. Blood glucose level at the time of this incident was 250 mg/dl. The insulin pump was not replaced or returned for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.